Event description:
Received information stating customer pump unexpectedly shutdown. Customer reported that the battery was at 35 % when alarm was received and pump shut down within 2 min. Customer is back on his old pump.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not complete. A supplemental report will be submitted upon completion of evaluation.